Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58 lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that there was suspected oversensing during some atrial high rate episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.